Event description:
During a coronary artery drug eluting stenting treatment procedure the stent slipped off the balloon delivery system. The target lesion was a moderately tortuous, 90% stenosed, 2.25mm diameter portion of the distal left anterior descneding (lad) coronary artery. While the physician was flushing a 2.25x24mm taxus liberte' drug eluting stent with a heparin solution, the stent slipped off the balloon. This event occurred outside the patient. There were no patient complications and the patient condition was reported as good. The procedure was complceted with the placement of another taxus liberte' stent of the same size. Plavix was administered pre and post procedure.